Event description:
Reporter reported that he was connected by maintenance that this bed had no power, there were reported injuries. Reporter replaced the pcm and the bed functioned properly. Reporter reported that the p11 connector was damaged on the pcm board and could not be repaired.